Manufacturer narrative:
The field service engineer (fse) inspected the analyzer, replaced the sample probe, and adjusted the probes and cell rinse levels. He verified the analyzer's performance with precision checks and qcs. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable bil-d gen.2 result from one patient sample tested on the cobas e 402 analytical unit. On (B)(6) 2025: the initial result was 0.252 or 0.30 mg/dl. On (B)(6) 2025: the repeat result was 0.170 mg/dl. The doctor questioned the initial result as it was high (normal result: <0.2 mg/dl) and did not match the patient's clinical picture, prompting the patient's sample to be rerun.

Manufacturer narrative:
The cobas e 402 analytical unit serial number (B)(6) the investigation is ongoing.